Event description:
It was reported that the patient passed away due to intercranial hemorrhage secondary to fall. It was stated that the outcome was not device or therapy related. An autopsy was not performed. The site was unsure of the details of the fall but the patient had been complaining of increasing weakness over the couple of weeks prior to their fall. Per the patient's wife, the fall was unwitnessed. The patient was assisted to bed and then hours later, called the ventricular assist device team with reports of headache. Log files were not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient's outcome was not considered to be device or therapy related, and no device-related issues were reported. An autopsy was not performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.